Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip did not open, and it was crooked. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip did not open, and it was crooked. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the resolution clip was not returned; however, a video of the complaint device was provided by the complainant. Per media analysis, the video shows evidence that suggests the system is stuck on the device, with the capsule stuck in the bushing. No other problems with the device were noted from the photo. Per media analysis, the video shows evidence that suggests the system is stuck on the device, with the capsule stuck in the bushing. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.